Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the rv lead was explanted and replaced due to helix extension failure. No further information is available at this time.

Event description:
New information states that the lead was explanted for lead malfunction and high threshold. It was reported that the patient suffered from ventricular tachycardia.